Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. It is possible that the cable failure was caused by deterioration due to the cable leakage. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable was discovered and causing the reported dark/intermittent image failure. Additionally, the unit failed the leak test due to a puncture in the cable. It was also noted that the rear label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k camera head was presenting a dark image and intermittently losing the image during procedure preparation. According to the initial reporter, the staff was able to complete the procedure; however, specifics concerning procedure type and patient outcome were unknown. There was no patient harm or consequence reported as a result of this event.